Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of hose damage was confirmed. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device required service. A damaged hose was found in service. It is unknown if the device was used in surgery. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided. Date of event is unknown.